Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump that will not turn on. This condition was found in the biomedical department. It is unknown when this event occurred. This had the potential to interrupt delivery. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with will not turn on was confirmed during product evaluation. The root cause of the reported problem was determined to be a faulty power supply.